Event description:
The device returned for a software upgrade where after device modifications, factory service discovered that the device was shocking at 25% of setting. No pt involvement.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. The device was returned for routine maintenance (software update). Testing found the device was delivering less than the selected energy output. Investigation found that the low energy delivery was due to a cracked solder joint on one pin of a transformer on the defib circuit board. The circuit board was replaced to correct the problem. After repair, the device performed to specs and was returned to the customer.